Manufacturer narrative:
Failure analysis noted that the pump had missing segments due to cracked zebra connector on the lcd board. The pump had scratched display window and cracked case at display window corner (upper right corner). There was no crack on the display window and no crack on the lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 300 mg/dl. The customer reported a scratch along the display and three little squares on the display are missing. The customer stated that the display was missing segments. There was a crack on the pump display caused by wear and tear. Troubleshooting was not able to resolve the issue. The device was returned for analysis.